Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. Overdischarge was alleged. Patient is not feeling stimulation. Reason for patient not maintaining charge is that patient was having coupling issues starting (B)(6) 2018. Patient could not communicate with ins and recharger in (B)(6) 2018. Reviewed steps of physician mode recharge. I was reviewed to continue charging and clear por as soon as ins is 25 % charged. Physician mode recharge started today. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). It was reported that the patient had poor antenna placement which was the cause of the coupling issue. Patient was re-educated about the placement and use of belt. The por was cleared. No patient symptoms or complications were reported in this event.